Manufacturer narrative:
Instrument evaluation was performed by beckman coulter inc. Customer technical service assisted customer troubleshooting. The customer technical specialist assisted the customer in the replacement of the cartridge chemistry (cc) sample probe, and performed the necessary alignments. This repair resolved the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode appears to be the cc sample probe.

Event description:
A customer reported that on (B)(6) 2012 erroneous low alkaline phosphatase (alp), aspartate aminotransferase (ast), alanine transaminase (alt) and total bilirubin (tbil) results, and suppressed triglyceride (tg) results with instrument flags were generated from an unicel dxc 800 synchron system for approximately one hundred patient samples. The instrument flag associated with the suppressed results was a "out of instrument range low" message. Beckman coulter inc. Assessment of customer supplied data indicated that seventeen patients possessed erroneously low and/or suppressed tbil, tg, alp, ast, alt, gentamicin(gen), cholesterol (chol), (hdld) direct high-density lipoprotein cholesterol, (uric) uric acid, magnesium (mg), (fe) iron, valproic acid (vpa), and/or transferrin (trfn) results. Note that suppressed results for these analytes were not regarded as erroneous but have been included as part of this report for full description of the incident. The customer was not questioning any other chemistry results provided for these patients as part of this event. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on another instrument, all numerical results recovered higher. Those patient results which were initially suppressed recovered with a numerical value. One patient result recovered with a "no reagent on system" message. No erroneous patient results were reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of the instrument performance data provided by the customer indicated that alp, alt, ast and tbil quality control results recovered within the customer's established specifications after the event.